Event description:
According to the journal of thoracic and cardiovascular surgery, a man had a right myocardial infarction and a consequent heart failure due to mechanical compression of the reimplanted right coronary artery caused by remnants of bioglue in a bentall procedure. Journal article: "autologous glue: part of the sticky mystery unraveled".

Manufacturer narrative:
This investigation is ongoing and additional info will be provided in a follow-up report.